Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and isolated the issue to a faulty main printed circuit board. The main printed circuit board was returned to the failure analysis lab where the reported event was reproduced and isolated to a failed transducer. This failure is part of an internal investigation.

Event description:
The customer stated that after replacing the front panel a transducer fault was found in the error log. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a faulty transducer.